Manufacturer narrative:
(B)(4). Date of initial report: 01/10/2017. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a coronary bypass procedure, the blue part covering the insulation of the electrode peeled and came off. The piece fell off inside the patient, but it could not be confirmed if the piece was retrieved from the patient's cavity or not. The physician tried the best he could to retrieve the pieces but wasn't sure if all the pieces were retrieved. It was reported there was no patient harm.

Manufacturer narrative:
(B)(4). Date of initial report: 01/10/2017. Date of follow-up report: 02/27/2017. The incident device was returned for investigation. The reported condition was confirmed. The investigation found the blue heat shrink insulation to have been damaged causing a section to disengage. Part of the heat shrink was returned with the electrode, however the investigation could not determine if all of the heat shrink was returned. The ptfe clear insulator was held securely by the remaining heat shrink. Engineering review of this complaint identified three possible causes: the insulation could have been cut off with a sharp instrument, clamped with a hemostat or similar clamping device breaking the pieces off, or the device could have snagged on another device and ripped. When exposed to excessive heat the insulation will peel shrink and peel back rather than breaking off. The investigation identified the root cause of the reported event to be attributed to user damage. The IFU states: do not modify or add to the insulation of active electrode. The original packaging was not returned with the device. Without the original packaging or a correct lot number, the investigation could not determine if the product was within the assigned expiration date at the time of reported incident.